Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(6), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported patient was implanted (B)(6) 2019. A possible infection/lead migration was reported. The patient reported that 3-4 days after his surgical implant, he had tremendous fevers/sweats, to the point where he could not sleep for days. He also said that he fell around the same time on in ¿unit.¿ the manufacturer representative (rep) was not sure if he was referring to his lead or his battery. The patient did not show up to his post-op appointment. The patient had been non-compliant with routine follow-up appointments with healthcare provider (hcp). The patient was instructed to go to his hcp¿s office. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-aug-18 from manufacturer representative noting that the patient was met during their po st-operation appointment. At the appointment they had no fever or infection reported. The patient was doing well. No further complications were reported.